Event description:
It was reported the case is broken and the cover is missing. The device was returned for repair. It was analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the main cover was missing and the lower case was broken. It was also noted that the high rate cover was broken, the upper case was broken and contaminated, the battery drawer was out of specification, the ring cover was broken, the two side bail covers were contaminated and the ring was bent. (B)(4).